Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. It was also noted that this device triggered a lead safety switch (lss) on the right atrial (ra) lead due to impedance measurements high and low out of range. Noise oversensing was also noted. Technical services (ts) reviewed and recommended device replacement and to further evaluate the ra lead. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. It was also noted that this device triggered a lead safety switch (lss) on the right atrial (ra) lead due to impedance measurements high and low out of range. Noise oversensing was also noted. Technical services (ts) reviewed and recommended device replacement and to further evaluate the ra lead. This device remains in service. No adverse patient effects were reported. Additional information was received from the field stating this pacemaker was explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.